Event description:
It was reported that the patient with this right ventricular (rv) lead suffered dizziness. Technical services (ts) was consulted and reviewed stored episodes. All measurements were within limits. Ts noted noisy signals and questioned if rv lead capture was consistent since the rv paced signal varied, but available data is not conclusive. Ts discussed available programming settings and possible adjustments. The patient was examined and will continue to be monitored, with the lack of capture not confirmed and the rv settings were reprogrammed to ensure capture. This rv lead remains in service. No adverse patient effects were reported.